Manufacturer narrative:
The explant was discarded and therefore could not be evaluated. No lot information was provided. No definitive root cause could be determined. Possible adverse events bending, disassembly, or fracture of implant and components loosening of spinal fixation implants may occur due to inadequate initial fixation, latent infection, and/or premature loading, possibly resulting in bone erosion, migration, or pain subsidence of the implant into adjacent bone.

Event description:
On (B)(6) 2023, a patient underwent spinal surgery consisting of seaspine's explorer to expandable interbody technology. It was reported that during surgery on (B)(6) 2024, the implant was observed to have subsided. Provided x-rays also show the implant had partially migrated out of the disc space. The implant was revised and discarded during the same surgical procedure. The patient is reported to be doing well. No information was provided on the initial reason for the surgery.